Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in the (B)(6). The customer states that the deployment system was broken. The protege gps was tested/visually inspected prior to use. The protege gps was used on the patient. No negative patient outcomes. No medical intervention required. Current patient condition is good. Evaluation of the returned device found the protege gps exhibited a separation between the manifold lock housing and the manifold tip. The stent was not received (deployed in patient).